Manufacturer narrative:
A quality review of this complaint determined that it should be reportable. It was previously entered into integra's complaint management system. The complaint investigation determined that the instrument broke at the shoulder screw that attaches the tip to the threaded shaft of the inserter. The screw broke just above the last thread. The threaded portion of the screw remained lodged in the shaft of the instrument, while the top portion of the screw was lodged in the tip and could not be pushed out by hand. This is the second recorded complaint for this instrument. The previous complaint occurred in (B)(6) 2009 and was for the prototype (B)(4) which had the same failure mode. The production release of this instrument added a stainless steel washer between the tip and the threaded shaft of the instrument to reduce the friction between the parts and to prevent binding. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that anterior intervertebral body fusion device instrument broke. The shaft at the end broke during a demonstration for a distributor.